Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows a spike increase for max rv pace = 816 to 1088 ohms peak between (B)(6) 2012. Ventricular short interval count v-sic=152.4 counts avg/day, in 3.26 days, between (B)(6) 2012 08:24:04 and (B)(6) 2012 14:31:45. 13 ventricular non-sustained tachycardia episodes of <=210 ms occurred between (B)(6) 2012 08:48:44 and (B)(6) 2012 07:18:29. Programmer data shows 3 right ventricular lead integrity alerts between (B)(6) 2012 05:49:07 and (B)(6) 2012 05:07:31. 3 patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012 05:49:07 and (B)(6) 2012 05:07:31.

Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic], high pacing impedance, capturing difficulties were seen on the patient's electrogram and noise was present. It was also reported that a lead integrity alert [lia] was triggered. The rv lead will be replaced. No patient complications have been reported as a result of this event.